Event description:
It was reported that catheter froze on wire. A 4.00x8mm promus element plus stent delivery system was advanced to treat the target lesion; however it was noted that the stent stuck on a non-bsc guide wire. Everything was removed intact. They rewired the lesion and the balloon was inflated. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that catheter froze on wire. A 4.00x8mm promus element¿ plus stent delivery system was advanced to treat the target lesion, however it was noted that the stent stuck on a non-bsc guide wire. Everything was removed intact. They rewired the lesion and the balloon was inflated. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the catheter was returned in two sections due to a break at the port bond. The distal outer was elongated over a length of 8mm up to the breakpoint. The stent had detached. The stent was slightly damaged however mainly unexpanded. The balloon was severely bunched up. The distal outer and inner were bunched up and twisted at various locations. A 0.014" floppy guidewire exited 180.3cm from the tip of the catheter. Approximately 12.7cm of the guidewire remained inside the device. The guidewire was removed with force but without causing additional damage to the device. The proximal side of the guidewire was mildly kinked and had traces of solidified blood. The proximal end of the guidewire was blunt indicating the guidewire had not been cut to length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).